Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The patient impact allegation hematoma was assigned the same as-analyzed coding as the no known device problem allegation.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device had hematoma. The physician performed a surgical evacuation and removed a large part of the hematoma. The crt-d device remains in service. No additional adverse patient effects were reported. Additional information indicated that the device was expanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device had hematoma. The physician performed a surgical evacuation and removed a large part of the hematoma. The crt-d device remains in service. No additional adverse patient effects were reported.